Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, diopter -12.5 into the patient's left eye (os) on (B)(6) 2014. On (B)(6) 2018 the lens was explanted due to significant reduction of endothelial cell loss. After explant, the patient's bcva is 20/20.

Manufacturer narrative:
The lens was returned dry in a micro-centrifuge vial. There was clear surgical residue/debris on the lens surface. Visual inspection found the haptic torn. Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).